Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use. The blood glucose of the patient was under 200 mg/dl which was treated by manual. The issue occurred with two similar types of infusion sets used for one and two days. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - device 1 of 2.